Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system had a left ventricular assist device (lvad) implanted back in august and has a dnr status. An interrogation was performed which revealed a code 1005, indicating an open circuit condition. Technical services (ts) noted that the right ventricular (rv) lead exhibited high out of range shock lead impedances and pacing impedances. The left ventricular (lv) lead also exhibited high out of range pacing impedances measurements and ts suspects all this occurred right after the lvad implant. Shock lead impedance have stayed out of range since august. It was noted that the lv is configured over to the rv for pacing. Upon further review, there were two different episodes in which the patient received shock therapy however, it was difficult to tell if the therapy was appropriate. It appeared the therapy was due to cross talk oversensing. Ts provided programming options and informed the rv lead cannot be relied on to deliver therapy. At this time, the system remains in service. No additional adverse patient effects were reported.